Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device will reportedly not be returned for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock following a head trauma incident. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.